Event description:
A caller reported an issue with an incorrect time display on their device, affecting the settings such as personal profile and biq/ciq settings including sleep schedules. There was no adverse impact on the customer's blood glucose levels, as previous settings did not result in extreme high or low glucose readings. Technical support assisted the caller in updating the pump time and advised monitoring the device for any recurring time discrepancies. The caller understood and acknowledged the guidance provided.